Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Double feed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when attempting to fire the firing trigger was sticking. It was not closing smoothly. A new device was used to complete the procedure. There was no patient impact.